Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the biomed department has tested the rad-5 device with a simulator and received bad values for both spo2 and pr parameters. The biomed indicated that the spo2 and pr parameters did not match and the spo2 reading is too low. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was unable to power on. The unit was unable to engage in monitoring activities. It was found that the cap component was sheared from the system board. The system board was replaced and the unit functioned as designed. Based on results of the investigation, the customer complaint could not be confirmed., corrected data: